Event description:
Report received from (B)(6), stating that the device had a perforator that would not go into the hudson chuck. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).